Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient's wearable failed and she did not have another wearable to put on as this was her last one. A few hours later, the patient was feeling nauseous and was shaking. The patient took a bg meter reading which was 285 mg/dl. A family member drove the patient to the emergency room for evaluation. At the ER, the patient's bg meter reading was between 300-400 mg/dl and she was diagnosed with diabetic ketoacidosis (dka). The patient was treated with IV insulin and was discharged after 5 days. The patient was "fine" at the time of report. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.